Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zmc for evaluation. The device evaluations have not yet been completed. An initial evaluation including a review of downloaded software flag files on the day of the event has been completed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion; poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event while in a skilled nursing facility. Motion artifact contributed to the false detection. It was reported that the patient was standing at the time of the event and fell down as a result of the treatment shock. The patient reported shoulder pain, a lump on his right hip, and a lump on his head resulting from the fall. The patient was transferred to a medical center following the event due to the injuries. During a follow up, the patient's son reported that the patient still had some bruising on her hip and shoulder but was slowly recovering. Per review of the event, the response buttons were not pressed during the entire treatment event. The patient ended use of the lifevest.